Manufacturer narrative:
Based on the log review, gehc technical support recommended to the hospital to perform a functional checkout of the unit and return it to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit went into a system malfunction. The clinician reportedly switched the patient to an ambu bag to maintain ventilation. There was no reported patient injury.